Event description:
It was reported to philips that the device has a black screen and shutdown during a self-inspection. There was no reported patient involvement. The customer¿s equipment department evaluated the device and it was determined that this was a malfunction of the battery. The customer replaced the battery to resolve the issue and the device was returned to full functionality. It has been concluded that no further action is required at this time.